Manufacturer narrative:
This lens is sold in the USA under model: ao60g.

Event description:
After the lens was implanted, scratches were noticed on the optic of the lens. The lens was removed and replaced.